Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2010. During a f/u performed on (B)(6) 2010, the physician observed that a strange lead impedance trend graph was displayed by the programmer: only a blue dotted line appears on the x axis; however, normal impedance measurements were performed during the f/u.